Event description:
It was reported that this product was part of a system revision due to infection and erosion. This lead was explanted. No additional adverse patient effects were reported. The product is in hospital possession and is not expected to be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).